Event description:
While using a byte day aligners, patient reported that they were examined by a dentist that provided a letter of recommendation. The patient was seen for periodic dental exam, their chief concern was the failure of the patient's orthodontic therapy with byte. The treatment and corresponding timeline did not deliver the results the patient was expecting, and the treatment plan had to be revised and extended at an additional cost. The patient experienced chronic discomfort while undergoing extended aligner therapy and to date, still presents with a 2-3mm diasema between teeth #8 and #9. It is best for the patient to discontinue aligner treatment and the patient has been referred to an orthodontist to further address the patient's concerns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.